Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized on the same day as the onset and was treated with vancomycin injection (1g, intraperitoneal and stat) and fortum injection (1g, intraperitoneal and once a day). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.